Event description:
It was reported that right atrial (ra) lead exhibited non-capture and unable to sense. Fractured lead was noted under fluoro. The lead was explanted and replaced. The patient is in stable condition.